Event description:
An MRI technologist slipped on the fluid when running down the hall to throw out the phantom. The technician had been returning the phantom to a shelf during which the phantom hit the shelf and started leaking. The fall resulted in a compressed vertebrae or disc in their back.